Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 10 mm by 8 mm amplatzer duct occluder (ado) was selected for implant in the patient's patent ductus arteriosus (pda) using a 6 fr 180/80 amplatzer torqvue delivery system. During deployment, the ado device did not deploy on the pulmonary artery (pa) side of the pda. The ado device was retracted back into the delivery system once and attempted for delivery again, but the aorta side of the ado went into the pda and became deformed. The device was removed from the patient, and the ado deformation was confirmed outside of the patient. A 6 mm by 4 mm amplatzer duct occluder ii was successfully implanted as a replacement device to resolve this event. The physician believed that the pda closure with the first ado device may have been difficult with the age-related vessel hardness and calcification, as well as the shape and length of the patient's pda. No additional information was provided.

Event description:
Additional information received that the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The reported event of "the aorta side of the ado went into the pda and became deformed" could not be confirmed. One photo was received from the field, which appeared to show device deformation. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.